Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual inspection confirmed the electrodes were damaged and the suction plate was detached. A review of the device history record was conducted to confirm the device met all inspection and testing requirements prior to distribution. However, the most likely root cause for the reported event is too much force being applied to the device during use. The instructions for use states: "careful handling of the instruments is necessary to avoid damage or breakage as a result of excessive force." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the doctor was using an arthroscopic wand and the tip broke off into the patient. The entire tip was retrieved. There was no patient injury, medical intervention or extended procedure time.